Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis indicated the device exhibited sensing of chronic high atrial rates which may increase power consumption and impact battery longevity over time. Subsequently, the device reached elective replacement indicator (eri) and the patient's atrial fibrillation (af) subsided. A request was made again to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.